Manufacturer narrative:
Concomitant medical products: 680r32 heart ring, implanted: (B)(6) 2019; 900sfc28 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest a couple of times since the right ventricular (rv) lead was repositioned during a surgical procedure. The physician has been concerned about lead capture since then. The lead remains in use. No patient complications have been reported as a result of this event.